Manufacturer narrative:
(B)(4). Evaluation summary: device was received for evaluation. Visual inspection (via the naked eye) revealed no defects. A functional test was performed by priming and air purging the line. The functional test passed. A pressure test was performed by connecting the set to the pressure gauge at (B)(4) and submerging it water during (B)(4), the pressure test passed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not prime. The reporter stated that the solution bag was squeezed to attempt to initiate flow, though the device would still not prime. There was no patient involvement. No additional information is available. This is report 5 of 7.